Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 in patient's eye, and the lens tore. The surgeon enlarged the incision to remove the lens, and he cut the lens in half to remove it. The reporter stated that the surgeon is loading the lens incorrectly, and it is becoming damaged. This is the second of two incidents for this patient. See manufacturer's report number 2023826-2006-00873 for the first incident. A suture was used to close the wound at the end of the surgery.